Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, noise oversensing episodes which led to charge of capacitors were stored in the device memory. It is reported that the patient is pacemaker dependent.